Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf197 and sf101 were due to contamination of the device and sf218 was due to device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming. The resmed service center evaluation revealed error messages (sf101, 218 and 197) related to pressure measurement, a stuck outlet flow sensor and a main board error. There was no patient harm or serious injury reported as a result of this incident.